Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and ketones due to under delivery of insulin. The customer reported that they have high blood glucose levels of 18.5 mmol/l to 20 mmol/l. It was reported that the customer had headache and treated high blood glucose with manual injections and pen. Product is not expected to return.